Manufacturer narrative:
An event regarding wear involving a scorpio insert ((B)(4)) was reported. A review of the provided medical records by a clinical consultant confirmed baseplate malposition. Method & results: device evaluation and results: not performed as no items were returned. Medical records received and evaluation: a review of the provided x-rays and medical notes by a clinical consultant concluded: procedure-related factors: baseplate malposition in excessive posterior slope ((B)(4)). Patient-related factors degenerative disease progress in patello-femoral joint as indication for revision surgery.. Obesity (bmi = (B)(6)) as mild secondary factor. Device-related factors: none. Diagnosis: baseplate malposition in excessive posterior slope (B)(4)) contributed to flexion instability of the knee increasing poly wear, consistent with the primary arthroplasty report and radiological findings. Device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: review indicated there have been no other events for the reported lot. Conclusions: a review of the provided medical records by a clinical consultant concluded. "Baseplate malposition in excessive posterior slope ((B)(4)) contributed to flexion instability of the knee increasing poly wear, consistent with the primary arthroplasty report and radiological findings". No further investigation for this event is possible at this time if further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
Surgeon noted more wear than expected on poly insert, when performing patella resurfacing. Replacement poly inserted. It was determined that the baseplate was malpositioned.